Event description:
Information received indicated the battery would not hold a charge while on battery power (manual control), however the battery light was on.

Manufacturer narrative:
The hill-rom replaced the battery to resolve the issue.